Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
All operating currents were within specification. No unexpected low battery or off no power alarm was noted. The insulin pump had a detached end cap. The functional testing could not be completed due to the detached end cap. The motor was not supported in the insulin pump due to the detached end cap. The motor was tested outside of the device and passed. The insulin pump was received with a cracked case at the display window corners, minor scratches on the display window, cracked reservoir tube lip and cracked battery tube threads.

Event description:
It was reported that pistons move backwards during normal use. Customer was advised that insulin pump would need to be replaced.